Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the right monitor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 systems right monitor will not boot up. There was no report of patient injury.